Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during bolus delivery. Customer's blood glucose level was elevated.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.